Event description:
Incident as reported: robotic ivor lewis - "balloon trocar was placed between the ribs. Torquing of the trocar caused the balloon to rupture at the distal end of cannula to break into three pieces. After exploring laparoscopically, one broken piece was not located. Broken piece of cannula was not located."

Manufacturer narrative:
Product will not be returned for evaluation. Incident is currently under engineering investigation. More information will be provided once it is available.